Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a stroke. The customer then experienced high blood glucose levels after the incident. The customer confirmed that the hospitalization had nothing to do with diabetes. The customer's blood glucose at the time of the call was 14.1 mmol/l. The customer then stated that he had underwent a magnetic resonance imaging machine as well as CT scan. The customer was unsure if the insulin pump was in the same room as where the tests took place. Advised customer that their insulin pump should be replaced. Advised customer to revert to their back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.